Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA. Upon further investigation of the reported event, the following information is new and/or changed: (identification of evaluation codes 4114, 3331, 4246, 4308). Method code #1: 4114 device not returned. Method code #2: 3331 analysis of production records. Results code: 4246 transport/storage problem identified. Conclusions code: 4308 cause traced to transport/storage. The investigation verified that the order was inappropriately picked and shipped. It was determined that was a human error during the picking and shipping process. During that period areas were reinforced to catch up on backorder that are experienced at the dc. The root cause was a human error at the distribution center during the picking and shipping process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The distributor reported to terumo cardiovascular that upon receipt, they determined that the shipment was 80 pieces too few when compared to the ship list. No patient involvement.